Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported parameters are not showing in the display. There was no reported patient involvement.